Manufacturer narrative:
(B)(4)

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined.